Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the adhesive on the island dressing was starting to break her skin out. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".